Event description:
The customer reported to olympus, the colonovideoscope tested positive for unspecified microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The legal manufacture reviewed the cds checklist and found the following discrepancies: ¿if manual cleaning was not performed within 1 hour after procedure, was pre-cleaning performed?¿ was not answered although the subject device was cf-hq190i, responses for reprocessing steps of tjf series scopes were completed. However, no obvious deviation was noted. The user provided the following result of the culture test, performed at the third-party labs: test result date: (B)(6), 2023 sampling from: all channels cfu: >150cfu bacterial identification: staphylococcus aureus, enterobacteriales, escherichia coli, enterococcus, pseudomonas aeruginosa, streptococcus alpha hemolytic olympus provided the following result of the culture test, performed at the third-party labs: test result date: (B)(6) 2023 1. Sampling from: distal end cfu: 0 bacterial identification: no detection 2. Sampling from: biopsy /suction channel cfu: 0 bacterial identification: no detection 3. Sampling from: air / water channel cfu: 0 bacterial identification: no detection 4. Sampling from: auxiliary water cfu: 0 bacterial identification: no detection the device was evaluated where no abnormalities were found that could have led to the positive culture. An additional potential adverse event was noted where foreign material was remained in the auxiliary water channel. The following defect was also noted: leakage from a/w-channel however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.